Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic with an alert for high hv lead impedance (hvli). The hvli measurement was checked in-clinic and noted in-range measurements; however, after having the patient lie down, high hvli was observed. Lead replacement will be discussed. No further information available.